Event description:
It was reported that a connection issue with the patient monitor mobile (pmm) was reported after the removal of the insertable cardiac monitor (icm). Although the icm was explanted due to a suspected infection-related issue following surgery, the pmm app remained active, indicating recent connectivity attempts via a mobile phone. The patient was instructed to contact the clinic for discontinuation of monitoring services. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was reviewed. The icm device was not returned to bsc; no product analysis could be performed. The analysis of available information did not identify a specific cause of complaint. It was concluded that unknown factors most probably contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established."

Event description:
It was reported that a connection issue with the patient monitor mobile (pmm) was reported after the removal of the insertable cardiac monitor (icm). Although the icm was explanted due to a suspected infection-related issue following surgery, the pmm app remained active, indicating recent connectivity attempts via a mobile phone. The patient was instructed to contact the clinic for discontinuation of monitoring services. No additional adverse patient effects were reported.